Event description:
Intermittent failure of capture and pacing, impedances greater than 9999 ohms, and high thresholds were reported two days after implant. During revision, it was found that the left ventricular lead insertion into the header was loose, as the lead could be removed from the header without unscrewing. The device was replaced with no further problems. No patient complications have been reported as a result of this event.